Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pump moved around ¿quite a bit¿ and was painful due to the movement. It was further reported ¿it¿s not the most comfortable thing because it moves a lot because I¿ve lost weight and it kind of seems to switch positions¿. It was noted that the pump was due to be ¿changed out¿ soon and the patient contemplated not getting it replaced. The device system was used to deliver morphine and an additional drug unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the device system had been used to deliver morphine and bupivacaine. It was noted the patient had not reported the event to their health care provider. The patient¿s outcome was reportedly ¿no injury¿.